Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was found to be chipped. The pump event history log identified a motor not running error. Occlusion test was performed and the reported issue was duplicated. The root cause of the reported issue was found to be the stepper motor not operating as intended due to normal wear as the device is over 10 years old. Actions were taken to mitigate the reported issue: replaced stepper motor, also replaced worm coupling, worm gear, delrin washer, motor bracket, leadscrew and clutch halves.

Event description:
It was reported that the motor was not running. No patient injury was reported.